Event description:
On (B)(6) 2013, a 27mm trifecta valve was successfully implanted. Five years later on (B)(6) 2018, the device was explanted as a result of an unspecified structural valve deterioration (svd). The patient is reported to be recovering.

Event description:
On (B)(6) 2013, a 27mm trifecta valve was successfully implanted. Five years later a severe leak was confirmed on a tee. On (B)(6) 2018, the device was explanted as a result of structural valve deterioration (svd). Upon explantation, the leaflet was observed to be torn, originating at the nadir of the device up along the stent post. The device was replaced with a 27mm trifecta valve and the patient is reported to be recovering.

Manufacturer narrative:
The reported torn leaflet was confirmed. Leakage was also reported. Morphological and histopathological examination revealed leaflets 1 and 2 were torn away from their shared stent post. Focal fibrous pannus ingrowth was present on the outflow surface of leaflet 3, straddling the commissure between leaflets 1 and 3, and on the inflow surface of leaflet 2. Additional unidentified white tissue was received with the valve. There was no evidence of inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the torn leaflets and resultant leakage could not be conclusively determined; however, the pannus noted on the leaflets, especially that which was straddling the commissure at stent post 1, had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. Information from the field indicated that the valve had been implanted for over 5 years.